Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 modular cable is (B)(4). Approximate age of device - 2 years and 1 month (calculated from the date of pump implant.) The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that there was visible damage on the exterior of the modular cable. No alarms occurred and the patient was asymptomatic. The modular cable was exchanged. No additional information was provided.

Manufacturer narrative:
The evaluation of the returned modular cable as well as the submitted photographs confirmed the report of cosmetic damage to the outer jacket of the cable. Examination of the modular cable found that the outer jacket and bend reliefs were slightly discolored. The outer jacket was bunched up and torn at approximately 5 inches from the controller connector. The polyurethane around the cut area showed a cracked surface. The outer jacket material appeared to have expanded, causing the two ends of the tear to push together and create a flap of polyurethane on one side of the cable. Visual examination of the underlying armor and bionate layers revealed no evidence of damage. The controller and in-line connector pins appeared unremarkable. The modular cable passed electrical testing without issue. The evaluation could not conclusively determine the cause of the outer jacket tear and discoloration. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.